Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. Reported device not marketed in the USA; however, similar device is. MFR site eval: no samples received for eval. There are no previous complaints for this batch. There are no units in OEM stock. Review of batch mfg records show this product has a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified).

Event description:
Country of complaint: (B)(6). The suture detached from the needle upon removal fro packaging. Thread breaks just from being touched.